Event description:
It was reported that there was a cassette partially locked error message. The event occurred during testing. Analysis found the downstream occlusion (dso) seal was peeling. This indicates that the seal integrity is compromised and is a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis for complaint of cassette alarm. Visual evaluation found evidence of downstream occlusion (dso) seal peeling. There was no 12-month service history. Review of event history found nothing related to complaint. Visual and functional testing was performed. Complaint was not confirmed and investigation found downstream occlusion (dso) seal peeling, which indicates the seal integrity is compromised and is a reportable malfunction. Replaced dso seal. Performed sensor calibration and device passed all testing criteria.